Event description:
The customer would not provide the patient's information.

Manufacturer narrative:
(B)(4). Investigation: the set was received back from the customer. The set did not include any of the bags. The set was inspected for kinks, occlusions, defects, and misassemblies. None were found. Upon further inspection it was noted that there were some air bubbles in what was left of the cut-off plasma bag line. The fluid was successfully stripped through the plasma line of the loop, the plasma pump tubing, and the plasma bag line. The root cause was likely an air block in the plasma's fluid pathway. Additionally the set was returned with the pinch clamp closed on the plasma line on the 4 lumen tubing. The customer might have inadvertently clamped the line too soon. The plasma bag and the rest of the plasma bag tubing was unavailable for investigation. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the investigation of the returned set, although not conclusive, the mostly likely the root cause was an air block in the plasma's fluid pathway. It is additionally possible that the clamp was inadvertently closed prior to the prompt, leading to an air block. An air block in the line may result in various degrees of decreased or no volume of product collected. No safety issue is present, but air blocks may cause inconvenience to the operator because they must make adjustments using the air block button on the trima machine. Failure to do so may result in lower than anticipated yields.

Event description:
The customer reported that three times over the course of eight days, the plasma doesn't flow to bag, but on the screen, the plasma quantity increased. They received an alert message, 'collection phase did not last enough time.' The patient information is unavailable at this time. This report is being filed in response to the customer filing a sae report with their local authorities.